Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized. Customer's blood glucose levels at the time of hospitalization was unknown. The customer also mentioned that they had a possible infection. The customer reported blood glucose levels of 475 mg/dl and over 600mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.